Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The latch/switch on the top of the mics fell off in the middle of sawing. You can no longer move the handle. This is also why sn and lot are not available. Case type: tka.

Event description:
The latch/switch on the top of the mics fell off in the middle of sawing. You can no longer move the handle. This is also why sn and lot are not available. Case type: tka.

Manufacturer narrative:
Reported event: the latch/switch on the top of the mics fell off in the middle of sawing. You can no longer move the handle. This is also why sn and lot are not available. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: a review of the device history records could not be performed as lot code information was unknown. Complaint history review: a complaint history review could not be performed as lot code information was unknown. Conclusions: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: an nc/CAPA review was not performed as the subject device was insufficiently identified.